Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -13.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. The lens was exchanged for the same length lens but implanted from a horizontal position to a vertical position on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.